Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 10/29/2015. Retain and return product were tested and functioning according to specification. Investigation: a review of the device history record (DHR) confirmed the lot passed finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria for rate of suppressed results and for the rate of results outside ea (total allowable error) limits provided in q04.01.003 rev. W, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency was identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On 09/01/2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant crea results on a patient presented in the ER for sickle cell pain. There was no additional patient information available at the time of this report. Return product is available for investigation. Time of collection was 1:01 I-stat test time was 1:04 result of 2.7. The same sample was spun down and ran on the lab analyzer (beckman) at 1:13 with result of 0.7. A fresh sample was taken spun down and tested on the lab analyzer at 2:58 am and result was 0.8. At the time of the event, there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).